Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the defect as reported by the customer has been observed. It appears that detached hub and stretched catheter occurred during use, as such the root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot was identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a stent graft procedure, when removing the sizing catheter while leaving the egoist ultimate in place, the hub and catheter connection detached. Since the shaft part was outside the body, the remaining catheter was removed. A new one from the same lot was opened and the procedure completed with it. No patient injury.